Event description:
Concentrate type error, high ph. Unable to be cleared. Patient rinsed back. New machine set up. Ne baths were started today. It was suggested by biomed to recall pa with all machines to see if this helps prevent the problem from reoccurring.